Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having to charge the implant every other day, every day, every 2 or 3 days the past week. Patient was adjusted by their representatives and agent reviewed information. Patient had 3 groups. Agent redirected patient to their hcp to address the issue. Pt reported that they don't know what caused it do to what is doing. Patient mentioned it burns really bad sometimes on my right side and has pain going down that right side. Has to charge it everyday and that did not happen overnight. Patient mentioned they told them from the time implant was implanted and they talked to 3 different reps about and was told to give it time. Patient mentioned it's not helping that much at all and the right side of their hip gets really hot and you can feel it. Patient stated they don't change anything unless they tell me to change and they don't experiment with it because they are afraid something will happen or hurt themselves. Patient mentioned we have changed the settings once or twice and they don't like that feeling where your legs/arms fall asleep and they can't handle that. Patient mentioned nothing else has been done all and the settings was changed. Patient mentioned the issue has not resolved and there was no plan to resolve this. Patient stated I don't know what the plans would be.